Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was explanted for erosion. It was also noted that the ipg was exhibiting the elective replacement past (erp) indicator after the explant procedure when the device was exposed to room temperature. The ipg had been implanted for appproximately two years. Cpi physician's manual #354335-005a, page 8, lists erosion as an adverse effect of the ipg system.